Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2012-(B)(6), (B)(4).

Event description:
It was reported that there was an anchor issue where the distal section was placed and they had good cerebrospinal fluid (csf) backflow, but once the anchor began to be placed in to the fascia, the csf flow would stop. It was additionally reported that the physician was not pulling the catheter through the anchor dispensing tool far enough. It was noted that this was a case of operator error. The patient was reported to be doing ¿great¿ and were receiving effective therapy. The drug in the pump at the time of the event was not specified.